Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display on event date (B)(6) 2022. Pump received with blank display. Unable to verify frozen display due to blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb, however, found moisture damage on pcb 1, pcb 2 and vibration harness assembly. No moisture damage noted to the motor assembly per visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, overlay scratched, keypad overlay texture damage, scratched case, damaged display window cover, label damage (faded serial number label) and corroded battery tube. Blank display confirmed to moisture damage on pcb 1, pcb 2 and vibration harness assembly. Unable to verify frozen display due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that they received power error and power loss alarm. Customer reported that they were unable to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.